Event description:
It was reported that during an attempted laparoscopy, attempted vats, open esophagectomy, pyloroplasty feeding jejunostomy abdominal & right thoracic approach to gastric pull-up, hand sewn anastomosis procedure, the device was being used throughout the procedure and it stopped working. Testing was done on the hand piece and it passed. A new device was opened and used to complete the procedure. There was no adverse consequence to the patient. Procedure converted to open

Manufacturer narrative:
(B)(4). New information received from surgeon: the harmonic has no impact on the decision to convert and that the patient is doing well. Based on new information received the complaint no longer meets the criteria as an reportable event.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional questions requested: what is the rationale for the convert to open, rather than continuing the procedure laparoscopically? Why was the lap procedure not completed with another harmonic device or another method such as electro-cautery? Or was there another reason for the convert to open, such as: patient¿s anatomy? Physician preference? How old are the handpieces? What is the surgeon¿s typical steps to use the device? (Such as waiting to hear tone 2, etc.) What yellow alert screen(s) were displayed when the har36 stopped working? Where the troubleshooting steps followed (additional alert screens advising of next steps?) Were you present for the procedure? How long has the surgeon been using the har devices? What is the patient¿s current condition? Did the patient have any pre-existing conditions? Did these conditions contribute to the reason to convert to open?